Event description:
The rptr stated that he did back to back blood glucose testing, within 5 mins. His results were 90 and 115 mg/dl. It was not known if he had used different finger-sticks, but he did say that he was using hospital strips and control solution from hosp. No symptoms were reported. On followup, he had rec'd consumer strips. Use of confirmation dot and color chart on vial was explained to the rptr

Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8